Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had server connection failed, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device showed an error while removing the medications. The technical support specialist (tss) applied the knowledge article named medstation es ¿ update server address value for global find to resolve the issue. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Manufacturer narrative:
E1- initial reporter occupation: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had server connection failed, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.